Event description:
The customer reported that their device was not recognizing the connection through the therapy connector assembly. Without this connection recognized, the device would be unable to deliver defibrillation energy. The customer additionally reported that the device would not work in AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation.